Event description:
It was reported that this pacemaker experienced functional loss of capture (loc). Patient has sinus arrest and is known to have a lot of premature ventricular contraction (pvc). Thresholds remain consistent and atrial intrinsic amplitude out of range was present. The device remains in service. No adverse patient effects were reported.